Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl with high ketone levels resulting in diabetic ketoacidosis; cause was not known. Healthcare provider identified the ketone level as dangerous. Reportedly, customer had an appointment with a cardiologist regarding an irregular heartbeat; it was unknown if irregular heartbeat is associated with pump usage for insulin therapy. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with dextrose, potassium, and an additional treatment that could not be confirmed. Customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.